Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens. Functional tests were performed, and an occlusion test was used. The customer¿s reported problem was duplicated. The root cause of the problem was a damaged battery compartment. The battery compartment will be repaired to correct the problem.

Event description:
It was reported that the device had a broken battery compartment. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal.